Event description:
The MFR received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the ventilator at the MFR's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.